Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was unable to be performed. A pairing test was performed with a known good transmitter and failed. A voltage test was performed and passed. A review of the downloaded data log did find any errors related to the complaint. The reported event of a transmitter failed error was confirmed. The probable cause was determined to be a defective transmitter.